Event description:
Crown was placed and implant was failed due to bone graft.

Manufacturer narrative:
Crown was placed and implant was failed due to bone graft. The pt had poor bone quality. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.